Manufacturer narrative:
The device has not been returned for investigation. The lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a patient was two minutes into therapy when the venous line connection to the patient's catheter was noted to be cracked and leaking. The nurse discontinued treatment without rinse back and recorded a blood loss of 191ml. The nurse stated that the patient did not experience any adverse effects and did not require medical intervention.